Event description:
Approximately nineteen months post hvad implantation; the site reported that the patient experienced power source change in the controller earlier than expected. Preliminary log file analysis indicates critical battery alarms & pump stops on the reported date. After replacing the controller and batteries the problem was resolved. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The controller and five batteries were returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the returned controller and batteries met all requirements for release. Review of the controller log could not confirm the reported event of abnormal power switching on the reported event date. However, further controller log review confirmed an abnormal power switching event in addition to critical battery alarms 17 days prior to the event date. The returned controller and batteries passed all visual and functional tests when tested with the test-bed equipment. Various tests were performed, but there was no evidence of any conditions that would have caused or contributed to the reported event of abnormal power switching. While the cause of the event cannot be conclusively determined, the most likely root cause is a communication error between the battery and the controller. An internal investigation (CAPA) has been opened to address the issue.